Manufacturer narrative:
The devices were not returned for review, therefore their conditions are unknown. Device history records for the femoral head and femoral stem were reviewed and found that the devices were manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. The devices were used in treatment. The devices had an in-vivo time of over 9 years at the time of revision. Primary operative notes were reviewed and were unremarkable for potential root causes of the described event. Revision operative notes were reviewed and note that the patient had a cyst which was treated with aspiration and drainage, however it recurred. Dark brown fluid was noted upon entry through the gluteus. Brown-grey gelatinous type solid mass was removed from inside the capsule lining. Laboratory reports were provided which did not measure metal ion levels. No additional complaints have been received against either manufacturing lot of the femoral head or femoral stem. The devices were implanted with a competitor stem which is considered off-label use of the devices. With the information provided, a definitive root cause cannot be stated.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #437228049, epsilon acetabular system metasul standard liner, lot #1640395. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a pseudo tumor, metallosis and pain.